Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump gave an alert, but the customer did not feel it vibrate or hear it beep. Troubleshooting was performed, and the insulin pump completed the self test, but it was very slow. Again, the customer reported getting alarms, but not hearing anything or feeling any vibration. Advised that the insulin pump would be replaced.